Event description:
The facility reports the patient was raised from bed without footwear. The patient is described to have "lost their footing," allegedly slipping, causing grazes to the head and injured humerus. The patient was placed in a safe position and minor injuries were identified. Later, the patient was taken to the hospital complaining of pains in the shoulder. The device was evaluated and found to be in good condition. No problems were found during the function test. The non-slip mat was replaced. (B)(4).

Manufacturer narrative:
No sling, lift, or pictures were received by manufacturing. It is indicated that personnel was trained within six months by an authorized training body. No operating instructions (opi) are present in the home. No information detailing the type of patient, the alleged injuries of the shoulder, or how long after the incident it was detected were provided. The lift opi states under the section "using your sarita", "warning: ensure the support strap (if fitted) is securely fastened before lifting a patient." It goes on to explain, "bring the sarita carefully up to the patient, placing the patient's feet on the footrest, and continue forward, if possible, until the kneepad is just in contact with the patient's knees and upper shins." The opi also states "warning: always check that tall the sling attachment clips are fully in post ion before and during the commencement of the lifting cycle and in tension as the patient's weight is gradually taken up. In reviewing the patient drop complaints and in an attempt to replicate the incident at hand with the information given, it was noted that there are generally two ways how a patient can fall: a sling can detach if the locking system has not been used correctly. In that case, the patient will swing rearwards and potentially hurt his/her side or rear. When the sling is designed to be used with and therefore is fitted with a chest fixation strap, but the strap is not used or not used correctly (as per the sarita opi), the sling can slide up the back of the patient which can cause the patient's head can be pulled forward and downward, additionally, it can bring a claustrophobic feeling to the patient, which can encourage the patient to try and wrestle free of the sling, which can cause a forward or backward drop. We were unsuccessful in finding in previous complaints, or in replicating the incident, a reasonably acceptable way or chain of events that link a foot slip of a patient raised in one of our active lifts (properly, as indicated in the product's opi) to a fall, drop and/or injury. No deficiency was reported on the device or its accessories. The points under "examination" suggest there is a certain degree of use error involved, which appears to be related to insufficient knowledge on the operating and product care instructions document. The information received does not allow us to reach a single conclusion on the root cause of the incident. No further investigation will be carried out, but the complaint will be trended for future analysis. With the information at hand, (B)(4) cannot build a corrective action towards the product. The personnel shall be reminded of the operating and product care instructions of the sling. (B)(4).